Manufacturer narrative:
Additional information was received that the patient has not had her revision scheduled yet. No further course of action needed at this time.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an ipg revision procedure.